Manufacturer narrative:
(B)(4). The module was returned and evaluated by baxter. Eval found the module inoperable due to a "will not connect" condition. The module failed performance and inspection testing, caused by a failure on the radio printed circuit board, preventing the module from connecting to the facility's server. The device was not within spec in relation to the reported symptom. The module could not be repaired and was retired from service. Baxter attempted to contact the customer on multiple occasions to acquire add'l event info without success.

Event description:
It was reported that a wireless battery module would not connect to the facility's server.